Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading sequence, insulin was not observed exiting the cartridge pigtail tubing. Customer changed the cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.